Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)?. It was not difficult to break the ampule, no excessive force was used compared to usual. Was the ampoule crushed repeatedly?. The ampule was not crushed repeatedly. Did the glass penetrate the user¿s skin? The glass shard did not penetrate the patient. What was done to treat the shard penetration?. Once I found the glass spur through the pen, I passed it off the table. Was medical or surgical intervention required?. No surgery or medical intervention was necessary, my finger was pricked without skin penetration. What is the status of the surgeon injury today?.

Event description:
It was reported that a surgeon performed a carotid procedure on (B)(6) 2017 and topical skin adhesive was used on the patient. During the procedure, when the surgeon cracked the ampoule on the pen, a shard of glass punctured through the surgeon¿s glove into the surgeon¿s finger. The surgeon reported that the finger was pricked without skin penetration. No surgery or medical intervention was necessary. There were no adverse patient consequences reported. Another like device was used to complete the procedure on the patient. Additional information was requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional summary: the actual sample was returned for evaluation. The blister package, shows no damages or defects on the blister material. The graphics and information on the tyvek are clear and legible. A crushed ampoule and dry formulation is observed inside the butyrate tube. The applicator shows signs of force since the butyrate tube looks deformed like when squeezed to dispense the adhesive. It is noted that the dry formulation is concentrated on the top side of the applicator. The initiated filter is purple in color due to contact with the formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿